Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the monitor showed pacing failure three or four times which was recorded in hospital data. The battery measured 8.790 volts immediately after the event. The cable indicated no problem when it was tested with a similar model epg. A possible cause was noted to be blots of povidone iodine on the epg while it had been used for procedures. The epg was replaced and returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: output failure was confirmed by measuring pacing output and is not reproducible after functional test. Stains observed on battery contact. Crack confirmed on the upper and lower shield cases. Flex board was replaced as a preventive measure although the pacing failure was not reproduced, it was noted that the connector was not locked. Upper and lower shield cases (both with crack), key pad, key panel, washer, o-ring, serial label and battery contact were replaced. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.